Manufacturer narrative:
The product was returned and the reported failure mode was confirmed. Device was visually inspected. Drill tip showed evidence of dulling and wear, and drill shaft showed substantial wear, evidence of excessive force applied by the user. There are many possible root causes for distal drill tip breakage, including inadequate design, product manufactured out of specification, and user error. Based on the excessive wear along the shaft, and the location of failure, the most likely root cause is excessive force being applied to the drill/guide, as well as skiving and not checking the drill. Experimental testing has confirmed that misuse is required to cause drill failure in a simulated environment. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitor for future reoccurrence.

Event description:
It was reported that during a hip scope procedure the tip of the drills broke.